Manufacturer narrative:
Date of event estimated as the first date of the aware month, as no event date was reported.

Event description:
Reportable based on additional information received on 06may2019. It was reported that unstable speed occurred. A rotablator rotational atherectomy system console kit was selected for use. It was observed that the rotation speed could not be controlled and was unstable. There were no patient complications reported.